Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the pump was powered on and the display was found to be functioning properly. There was no blank display. A review of the pump history showed a call-service 052 alarm. The original complaint of a blank display was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked. The pump cover was cracked between the corner of the lens and case seal. A leak test was performed and leaks were identified at the battery compartment and pump cover cracks. The pump cover was opened and moisture was observed throughout the pump internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that moisture was located in the battery compartment and behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.